Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that: "during the case, the nurse attempted to insert the glidethru sheath over dilator over the guidewire. When the peel-away portion reached the patients skin, she was unable to advance and the peel-away portion began to "turtleneck". Another kit was opened and a new sheath was used with no issues."

Manufacturer narrative:
Qn# (B)(4). The customer returned one sheath and dilator for analysis. Definite signs of use in the form of biological material were observed on the returned components. Visual analysis revealed that the sheath tip was damaged and folded, which is consistent with the user report that the sheath tip appeared to "turtleneck". The peel-away sheath and dilator were functionally tested per the product instructions-for-use (IFU). The IFU provided with this kit instructs the user, "ensure dilator is in position and locked to hub of sheath." The dilator was removed , reinserted back into the sheath, and locked into the sheath hub. The dilator was able to pass through the sheath tip with little to no resistance. R & d and manufacturing were previously consulted regarding investigations of this nature. They stated that various factors could contribute to the observed damage to the sheath tip, including the sheath tip manufacturing process and/or undue force applied unintentionally by the user. Due to the possibility that manufacturing contributed to this damage, they will further investigate this issue. A device history record review was performed and no relevant findings were identified. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire, peel-away sheath over tissue dilator, or tissue dilator as this can lead to venospasm, vessel perforation, bleeding, or component damage. Precaution: do not withdraw dilator until sheath is well within vessel to reduce risk of damage to sheath tip." The report of peel-away body damage was confirmed through complaint investigation of the returned sample. Visual analysis revealed that the sheath tip was damaged and folded back. Despite the damage, the sheath and met all relevant functional requirements. Various factors could contribute to the observed damage to the sheath tip, including the sheath tip manufacturing process and/or undue force applied unintentionally by the user, therefore, the root cause is undetermined. A non-conformance was initiated to further investigate potential root causes at the manufacturing site. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "during the case, the nurse attempted to insert the glidethru sheath over dilator over the guidewire. When the peel-away portion reached the patients skin, she was unable to advance and the peel-away portion began to "turtleneck". Another kit was opened and a new sheath was used with no issues."